Manufacturer narrative:
The last calibration was performed on (B)(6) 2022 and met acceptance criteria with no alarms. There is no indication of a reagent issue as the qc was acceptable. The field service engineer (fse) replaced the electrodes, mixing tower, a dosage seal, and a section of waste tubing that was stretched and not staying in place. The fse refreshed the solution bottles and performed diagnostics, qc, and calibration checks on the mix tower and module to ensure proper functioning. All tests met acceptance criteria. The service actions resolved the issue. No further issues were reported.

Event description:
There was a complaint of a questionable ise sodium electrode result for 1 patient tested with a cobas integra 400 plus module. The questionable result was reported outside the laboratory. Due to delta check failures for sodium results, the customer recalibrated and ran qc before repeating the patient sample. The patient¿s initial result was 143 mmol/l; the repeat was 134 mmol/l. The customer believes the repeated result to be correct. The ise sodium electrode used was lot 21511251 and had an installation date of (B)(6) 2021.